Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a low battery warning. As a result, surgical intervention may be undertaken in the future. The device is still providing therapy.

Manufacturer narrative:
Date of event is estimated.